Event description:
International customer reported that the reservoir inflated with air upon initial activation. Multiple attempts to activate the device yielded the same outcome. The user observed a tear around exit port heat seal of the reservoir at the time of event. The device was removed from service and exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 10/29/2008. Conclusion: the product upon which this medwatch is based is anticipated. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of three medwatch reports being submitted as three separate devices were used. See 2210968-2008-01063 and 2210968-2008-01064 for all associated medwatch reports. The same patient is represented in each medwatch.